Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an ablation interventional procedure using an 8.5f sheath. A femoral angiogram was not performed. Reportedly, the device did not pass-over the guidewire. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guide wire into the device could not be confirmed as a proxy 0.038-inch guide wire was advanced through the entire sheath with no resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It should also be noted that the IFU states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. In this case, it is unknown if the IFU violations contributed to the reported difficulty. A conclusive cause for the reported difficulty inserting the device into the patient anatomy could not be determined based on the returned device condition. Factors that contribute to difficulty inserting the guide wire into the device may include, but are not limited to, the user wipes off coating prior to insertion, patient anatomy/tortuosity. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.